Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported that the device had touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 05aug2020; b4: 18aug2020. After evaluation of the device by the technician at heinen und löwenstein it was determine that the touchscreen needed replacement. The touchscreen assembly was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04may2020. B4: 05may2020. The field service engineer replaced the touchscreen assembly to address the reported issue. Replacing the touchscreen has resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.